Event description:
3 days after a coronary artery drug eluting stenting procedure the pt expired. There was one target lesion treated in the index procedure. The target lesion was a 2.75 mm, 70% stenosed region of the proximal left anterior descending artery (lad). The physician treated the target lesion by successfully placing a taxus express2 8.8% 2.75x20 mm drug eluting stent without complication. The pt was discharged from the hosp in 2005 receiving asa, and plavix. The site reports that the pt expired 2 days later of unknown cause.